Event description:
A customer reported receiving an error message from their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level reported. Technical support provided detailed information on how to reset the pump, and the customer planned to perform the reset and contact support again if the issue continued.